Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on reader and damage to the usb port was observed. No corrosion was observed. The returned reader was de-cased and attempted to download reader data while in the test fixture. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and damage usb port was observed. Further visual investigation was performed and no damage or evidence of fire was observed. No corrosion was observed. The returned battery voltage was measured, and it was not within the specification range. The returned battery was replaced a known good battery and returned reader powered on. A power consumption test was performed, and was within specification. Did not observed any evidence that would cause the reader to short circuit or explode. The reader works as intended upon using a new and unused battery. The observed damage usb port was consistent with misuse which prevented the customer from charging the reader. Therefore, issue is not confirmed to use due to damaged usb port. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "a short circuit occured" and "a kind of mini explosion" from their adc device. It is unknown if the "short circuit/mini explosion" occurred during use or while charging. No further details were reported. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports, "a short circuit occured" and "a kind of mini explosion" from their adc device. It is unknown if the "short circuit/mini explosion" occurred during use or while charging. No further details were reported. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.